Event description:
The device was placed in pt's body on (B)(6). Injection of ppn and smof. The user found a catheter broken. The product was removed successfully.

Manufacturer narrative:
The complaint of a broken catheter was confirmed but the cause was unk. The returned products were two photo samples of a per-q-cath catheter in two segments. One photo depicted the catheter within a clear plastic bag, and the other photo depicted the catheter with a complete break just distal to the luer hub-securement wing assembly. The catheter in the second photo appears to contain dark residue throughout the tubing. The text on the luer hub appeared to be worn, but the photo was not clear enough to show detail of the break site in the tubing. The photo did not exhibit enough evidence to determine a root cause of this complaint.